Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The user facility was shipped a replacement user interface module (uim) to repair the device and return it to service. The alleged faulty user interface module (uim) has been received and routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
The user facility biomed reported that the device's touch screen will not calibrate. The touch screen is unresponsive. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis: installed avea user interface module (uim) pn: 16184 sn: (B)(4) on to avea test station rfa-1. Note: when installing the user interface module (uim) on to the station, heard loose screws inside. Powered user interface module (uim) in to user mode and noticed the touch screen calibration was slightly inaccurate. When attempting to select a digital touch button, I would have to touch the digital button lower in order to select the button. Cycled the power into service mode and attempted to recalibrate the touch screen but failed. The touch screen calibration is not completing the calibration process and is not storing the calibration. Opened the user interface module (uim) and did see the loose screws. The screws did not come from the inside of the user interface module (uim), the screws are the ones that hold the user interface module (uim) on to the user interface module (uim) arm that probably fell when customer removed user interface module (uim). I did not find any other anomalies during a visual inspection. Installed a known good touch screen but still fails touch screen calibration. Root cause: I was able to duplicate the reported problem and isolate it to the control board pn: 52250 sn: (B)(4) rev. H, possible failed component is chip u43 not storing touch calibration.